Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 04/30/2026, the patient¿s cgm values ranged from 45-65 mg/dl, fluctuating around 60 mg/dl. The patient¿s bg meter reading was 38 mg/dl. The patient was also wearing an omnipod insulin pump. The patient self-treated with glucose tablets and sugary drinks. After treatment, the patient¿s cgm value increased to 70 mg/dl. The patient then began experiencing a headache, nausea, dizziness and lightheadedness. A coworker then took the patient to the emergency room (ER) for evaluation. At the ER, the patient¿s cgm was reading 95 mg/dl while the bg meter reading was 61 mg/dl. The patient was treated with IV fluids containing glucose. After treatment the patient¿s bg meter reading was 120 mg/dl while the cgm was reading 71 mg/dl. The patient was discharged home after 4-5 hours with a bg meter reading of 135 mg/dl while the cgm was reading 216 mg/dl. The patient was feeling better but still nauseous at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.